Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Writer spoke the customer who stated that the end user initially presented with a rash where the tegaderm touches the skin. It has since spread to the entire dressed area and is broken down and bleeding. She wanted to know what the options were to reduce the irritation. Writer recommended the cavilon wipes and also for the customer to contact the end user's health care provider for additional dressing and treatment options. No medical interventions have been taken at this time.